Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called to her house due to her low blood glucose of 90mg/dl. The customer stated that she was ready to pass out and was administered a glucagon shot. The customer stated that when she woke up, she was connected to an insulin drip. Troubleshooting was performed. The date and time on the insulin pump were correct. The customer stated that the insulin pump was counting properly the boluses and basal rates in the daily totals. Also, the insulin pump displays the correct amount remaining in the status screen. Ran a displacement test and passed. The customer stated that she has never manually taken the reservoir out of the insulin pump and manually delivered a bolus. The customer stated that she was taking a new medication since the day before the event. No further info was provided.